Manufacturer narrative:
The insulin pump passed displacement test. The motor was tested outside of the insulin pump and passed. The insulin pump alarmed motor error during rewind and error alarm was present in alarm history screen due to motor oil on motor home switch. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during prime. Customer reported the device alarmed a motor position encoder error alarm. Customer's blood glucose was 397 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.